Event description:
A malfunction was reported by the customer on their pump, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed, resulting in no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if the issue reappeared.